Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a cgm (dex 045) issue. The patient stated that they had a gap for about an hour and a half while using the transmitter. The pump resolved the issue and is giving readings as it should. This complaint is being reported because the gap in readings may result in improper delivery.